Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right atrial lead was noted with noise resulting in inappropriate automatic mode switch. The noise was not reproducible, and there were no other electrical anomalies. Programming changes were recommended. The patient was stable and would be monitored.